Event description:
On (B)(6) 2014 it was reported by the ir doctor that patient came into ir dept on thursday (B)(6) 2014 about 14:00 to check PICC. It was found that the external part of the PICC from insertion site was detached from the remaining body in the catheter. Searching under fluoroscopy for the internal part of the catheter, both sites of catheter were embedded in the same ramus of the right pulmonary artery and the rest part in the shape of bent was found in the right pulmonary artery. Urgent hospitalization occurred and the next day endovascular retrieval effort was given. After great effort, it was not possible. During the procedure patient was in stable, good clinical situation.

Manufacturer narrative:
A lot history review (lhr) of rewf0091 showed two other similar product complaints from this lot number. The complaint of a broken catheter was confirmed but the cause was unk. The returned products were four photo samples of a s/l powergroshong PICC. The catheter appeared to have been broken at the 44 cm depth marking. The proximal piece of the device was still attached to a statlock securement device, which had been removed from the patient. The distal segment of the catheter was still within the patient with approximately 5 cm protruding from the insertion site. No discoloration or other abnormalities were able to be observed from the photos of the break site. Since the physical sample could not be evaluated, no conclusive root cause could be determined.